Event description:
It was reported that on (B)(6) 2010 the pt underwent a normal pump replacement due to normal battery depletion. A new pump was implanted with the accurate catheter length and volume programmed. The pt stayed overnight in the hospital and checked out. On (B)(6) 2010, the pt had a clinic visit with their pain management doctor for post-op drug titration, nothing out of the ordinary. On (B)(6) 2010, the pt was readmitted to hospital. The pump was stopped due to a stop command on (B)(6) 2010 at 9:58 am. The pt died on (B)(6) 2010. The pt died due to a "massive coronary" event. The death was not related to the device. The pump was programmed correctly. The pump contained a mixture of morphine 8 mg/ml and clonidine 1000 mcg/ml at the time of the event.

Manufacturer narrative:
(B)(4).